Event description:
The customer reported that the side-firing fiber was noticed to have commenced forward firing during a prostate procedure at 200,000 joules, 36 minutes into the case. Gland volume: 60 ml. The procedure was completed with a turp. The outcome was reported as "no damages to the pt".

Manufacturer narrative:
(B)(4) refers to forward-firing of the side-firing surgical fiber; a code request has been submitted.